Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d9, h3. Investigation ¿ evaluation: as reported, following a cesarean delivery, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The patient experienced an estimated blood loss of 500 ml. The balloon was placed into the patient through the abdomen by hand without using metal tools. After suturing the uterus and injecting about 150 ml water into the balloon, leaking was found. There was a continuous flow of fluid from the vagina. The patient lost approximately 200 ml of blood after device failure. The user replaced the device with a new balloon to complete the procedure and hemostasis was achieved; the second device was injected with 350 ml of water. The total estimated blood loss was 700 ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient's body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer's instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. The device was returned for investigation without package or label. The device was visually inspected, and damage to the device was noted. The balloon was inflated with water and a leak was observed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for the failure mode. A complaint history database search showed one other related complaint associated with the failure mode. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: [how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a cesarean delivery, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The patient experienced an estimated blood loss of 500ml. The balloon was placed into the patient through the abdomen by hand without using metal tools. After suturing the uterus and injecting about 150ml water into the balloon, leaking was found. There was a continuous flow of fluid from the vagina. The patient lost approximately 200ml of blood after device failure. The user replaced the device with a new balloon to complete the procedure and hemostasis was achieved; the second device was injected with 350ml of water. The total estimated blood loss was 700ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1- customer phone number: (B)(6) h3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.